Event description:
It was reported that during a routine check performed by the customer the cs300 intra-aortic balloon pump (iabp) was showing an electrical test failure #50. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit and a electrical test code 50 was showing during start up. The fse did a motor control board reset, applied blower to motor control board for any suspected moisture, and all functional tests were done and passed. The unit was working ok, under observation. The fse asked the customer to maintain proper humidity conditions in ot. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The full event site name is (B)(6) university.

Event description:
N/a.